Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial and supplemental MDR.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred since a scope could not be detected due to damage, deterioration, and connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunctions were displayed because a scope could not be detected due to damage, deterioration, and connection failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had no image only test image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus and the evaluation found the following: indicators on the light source do not light up, no endoscopic image input on the monitor, 190 endoscopes do not work, only test image displays, and connection socket had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.